Event description:
It was reported that during central processing, the permanent cautery spatula instrument wire broke. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have a derailed grip cable at the distal idler pulley. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys. The instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have a mechanical indentation on proximal clevis. The instrument exhibited wear on the edge of the proximal clevis. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.